Manufacturer narrative:
Unfortunately, the instrument itself could not be examined since the hosp refuses to release the instrument due to legal problems. Checking the respective production documents was not possible since the lot no. Of the instrument is unk. It is not possible, as well, to find out the mfg date or delivery date without knowing the lot no. Following general trend analysis for this type of instrument was carried out. The last 5 years we have sold a total of pcs. Of this type of instrument and we have not been notified of any complaint or repair so far. Conclusion: the exact cause for the jaw break cannot be determined without having checked the instrument itself. As per our trend analysis this article is not inclined to break, and it can be assumed that there was no material defect, no defect in design or any defect in mfg. Thus, we feel that no corrective measure is to be taken.